Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer had high blood glucose of 490 mg/dl. Caller had questions regarding sensor and reservoir and its functionality. Caller was advised to have customer call in order to be sure what was causing high blood glucose besides the urinary track infection.